Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device and in the attached waste bag, when received. Visual and microscopic examination of the device revealed that the proximal shaft of the catheter had numerous kinks with some severe; however, there were no kinks in the distal end of the catheter or tubing. At a severe kink 20cm distal of the strain relief, there was a hole. This area was x-rayed to check for a hypotube and it was revealed that the hypotube was broken at the severe kink 20cm distal of the strain relief. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The shaft was kinked causing the hypotube to break, when the hypotube is broke, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16-sep-2019. It was reported that tip and supply line were kinked and error message occurred. An angiojet solent omni catheter was selected for a thrombectomy procedure. After the device was primed, the catheter was advanced over the wire. However, error message was displayed immediately on the console. The catheter was removed after several attempts to start thrombectomy mode and it was noted that the tip of the catheter was kinked and the saline delivery tube was kinked as well, not allowing saline to pass through. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.